Event description:
It was reported that during a device change, the physician considered the riata lead dysfunctional. The lead was capped and replaced with a durata. There was no additional info regarding the lead values.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.